Event description:
It was reported to covidien on (B)(6) 2015 that a customer had and issue with a single lumen umbilical vessel catheter (uvc). The customer reports leaking just /below the molded strain relief on the extension upon insertion. The customer further reports betadine was used to clean the skin area and the area completely dried prior to insertion. It was not difficult to handle the catheter during insertion and it was not difficult to secure. The uvc was secured with sutures and a statlock stabilizing device. The uvc was inserted on (B)(6) 2015 in the umbilicus at 0430 and began leaking on (B)(6) 2015. Normal saline with a 3ml syringe was used to flush the line. Nothing was used to clean the device at the time. The uvc was repaired at 0800 on (B)(6) 2015. The customer reports infant demise due to extreme (B)(6) prematurity, twin gestation and gbs c+ at birth.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
A leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. This reported issue has not been confirmed. The product involved in this event was not returned for review and the samples received from the same lot did not present any issues. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of cleaning agents or sharp objects). The lot involved within this complaint was manufactured on 01/25/13, before the expected implementation date of actions related to the corrective and preventive actions. After evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non conformances related to the reported issue. The product samples were received within a generic plastic bag. They consisted of four 3.5 fr urethane umbilical catheter, product 8888160333. All of them belong to lot number 303202x and were received within its sealed and unopened chevron pouch. The four catheters were examined in the optical comparator to find any problems at the base of the strain relief, however no product issues were found. The catheters were additionally submitted to functional test (underwater test), and again no issues were identified. As per the event description, customer reports leaking just below the molded strain relief on the extension upon insertion¿ betadine was used to clean the skin area and the area completely dried prior to insertion. The uvc was inserted on (B)(6) 2015 in the umbilicus at 0430 and began leaking on (B)(6) 2015. Normal saline with a 3ml syringe was used to flush the line. Nothing was used to clean the device at the time. The uac was repaired at 0800 on (B)(4) 2015]. Based on the previous, the user did not identify any issue on the device, prior to use or during preparation. Moreover, the uvc began to leak after it was inserted and therefore it can be concluded that more likely the device was damaged during use. The instructions for use (IFU) warns: exercise caution when using sharp instruments near the catheter¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break, and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to.